Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that the patient's internal bumper with part of the peg tube were buried in the gastric tissue. During the surgical removal of the buried bumper, it was observed that the tube caused a fistula. The stoma is in perfect condition and there were no signs of infection.